Event description:
Microaire was being used for endoscopic cubital tunnel release. This company makes the components in the endoscopic kits. The patient found to have ulnar nerve injury post-op that required surgical intervention; 1/2 cases for the provider using this new kit.